Event description:
The user facility reported that water was leaking from their system 1e. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found no leaks. The reported event was unable to be duplicated; no issues were noted. The technician ran a diagnostic and processing cycle and confirmed the system 1e to be operational. The system 1e was returned to service and no further issues have been reported.